Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the relion® insulin syringe, that 3 syringes in the bag have a crack in the barrel of the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 8008754. Customer states that there is a crack in the barrel of the syringe. The returned syringe was examined and exhibited a dent and crack in the barrel around the 5-10 unit markings. A review of the device history record was completed for batch# 8008754. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200735375, 200735465, 200735475] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes: defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that before use of the relion® insulin syringe, that 3 syringes in the bag have a crack in the barrel of the syringe. There was no report of exposure, serious injury or medical intervention.